Event description:
It was reported that the distal tip separated from the body of the guidewire and remained in the patient's body. A 200cmx10cm fathom-14 guidewire was selected for use in the right superficial femoral artery chronic total occlusion. During the procedure, when the physician tried to cross the target site from a pedal access, it was noted that the distal tip separated from the body of the guidewire. Several attempts were made to snare the portion of the wire that remained in the patient but were ultimately unsuccessful. The physician determined the remaining fragment of wire to be non-flow limiting and can safely remain within the patient. The procedure was completed with another of the same device. No further complications were reported and the patient fully recovered post procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The guidewire was returned, and it was bent and detached/separated at distal tip section. The functional inspection could not be performed due the distal tip was detached. Under microscope it was observed that the distal tip was detached. No other issues were identified during the product analysis.